Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock/low cardiac output syndrome was on an impella 2.5 for mechanical circulatory support. It was reported that upon insertion of the catheter, the catheter "buckled/bent". The impella 2.5 was explanted and replaced with an impella cp. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.